Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf catheter approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf catheter with there was an intermittent or low irrigation on the device but not complete occlusion. Side punching would not produce water. The issue was noted only after the device had been used on the patient. There were no flow rate change issues at the start of the procedure. The correct catheter settings were selected on the generator. A second device was used to complete the operation. There was no adverse event reported on patient.